Event description:
Reporter alleged obtaining a result of 110 mg/dl on the aviva system compared back to back with a result of 207 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter stated that he used an insulin flex pen after getting the 207 mg/dl result and also his normal 1000 mg of metformin and 30 mg of actos. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely elevated troponin (accutni) results generated by the synchron lx I 725 clinical system for two patient samples upon repeat, both samples resulted in the normal reference range. The erroneous results were not reported outside of the laboratory. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
This medwatch report is for the suspect device used in the aviva system. Reference medwatch report with (B)(4) for the suspect device used in the advantage system.